Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose and insulin pump alerted. Customer's blood glucose was 44mg/dl. Customer declined to troubleshoot for low blood glucose. The insulin pump alerted change sensor and cal error.